Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, with ongoing surgery, the maryland bipolar forceps instrument lost its opening and closing movement. And not responding to any more commands, analyzed and noticed broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.